Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a primary breast augmentation procedure with a mentor smooth round moderate plus profile 425cc saline breast prosthesis that deflated after implantation. Deflation of the right breast prosthesis was discovered by the doctor during explantation surgery on (B)(6) 2018.

Manufacturer narrative:
On 10/08/2018, the mentor failure analysis lab received the device for evaluation. On 10/22/2018, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device returned without fluid. White material was observed within the device. White and blue material was observed on the shell surface. Mentor product analysis lab discovered a rent measuring approximately 8 cm running from the anterior aspect to posterior aspect. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the white and blue material found on the device. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. Manufacturer¿s reference number: (B)(4).